Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was loose and was sticking out. The customer stated that they pushed the drive support cap back in. The customer's blood glucose was 89 mg/dl at the time of incident. The customer stated that the insulin pump was making noise during rewind. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The drive support cap was inspected and no anomaly was noted. No unexpected motor noise anomalies were noted during rewind or testing. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, display window, belt clip slot and battery tube threads, and minor scratches on the display window.